Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and delivered an inappropriate shock. Twiddler syndrome was confirmed and the electrode body was found twisted with device rotation being reproduced under x-ray. The patient was given a lifevest and the s-ICD system was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and delivered an inappropriate shock. Twiddler syndrome was confirmed and the electrode body was found twisted with device rotation being reproduced under x-ray. The patient was given a lifevest and the s-ICD system was turned off. No additional adverse patient effects were reported. Additional information was received indicating the position of the s-ICD was displaced because the suture fixing the pulse generator was broken or untied, causing the electrode to be twisted. As a result, the electrode fractured, leading to the inappropriate shock. Subsequently, the patient underwent a revision procedure, the electrode was explanted and replaced, and the s-ICD remains in service. It was also noted there was physical and mental damage to the patient due to an improper operation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the inappropriate shock, patient electric shock, noisy signals, over-sensing, and fracture. A twist in the lead body and conductors fractured about 5-16 centimeters from terminal end were observed. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and delivered an inappropriate shock. Twiddler syndrome was confirmed and the electrode body was found twisted with device rotation being reproduced under x-ray. The patient was given a lifevest and the s-ICD system was turned off. No additional adverse patient effects were reported. Additional information was received indicating the position of the s-ICD was displaced because the suture fixing the pulse generator was broken or untied, causing the electrode to be twisted. As a result, the electrode fractured, leading to the inappropriate shock. Subsequently, the patient underwent a revision procedure, the electrode was explanted and replaced, and the s-ICD remains in service. It was also noted there was physical and mental damage to the patient due to an improper operation. No additional adverse patient effects were reported.